Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they need a battery replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was planning to undergo a replacement, because their current battery wasn¿t holding a charge anymore. The patient reported that they used to go two weeks between charging and now they were having to charge every two days and it took them two to three hours to get it charged. The patient also mentioned that they ¿were in so much pain¿ and patient services attempted to clarify why the patient was in pain and asked if they had therapy turned off at this point. However, the patient stated no, the therapy was still on and working. It was reported that prior to the call the patient had spoken to their managing doctor and they said that the battery needed to be replaced. The patient was supposed to have a replacement earlier this month however on of their doctors died and because of this the license for medicare/medicade became null and void so the patient¿s other doctor also could not do the surgery. The patient was referred back to their previous surgeon. When asked if the patient had been recently reprogrammed or if they switched to a new group the patient reported that ¿it started acting funky last year¿ and a manufacturer representative called in right away and they said the system hadn¿t been updated and they had made improvements to the programming and it worked great after that. The reason the patient was calling today was because they had questions about a manufacturer representative (rep) being present at the replacement surgery and if they will provide them with a new recharging system. It was reviewed that it depended on their doctor, however typically reps were present at implants as well as post-operative training. The patient planned to call the doctor to make sure the referral went through. It was reported that the ins battery needing to be replaced due to not holding a charge had been occurring for a couple of months, probably starting at the end of february or beginning of march (2018). It was reported that the issue of ¿ it starting to act funky¿ where the rep resolved the issue through reprogramming occurred last year in 2017. No further complications were reported/anticipated.